Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Procedure and event dates are unk. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "malignant gastroduodenal obstruction: treatment with self-expanding uncovered wallstent" gutzeit, et al, published in cardiovascular and interventional radiology. Jan-feb 2009; 32 (1):97-105. (Epub 2008 oct 15). The following information was derived from this article: a wallstent enteral endoprosthesis stent was used to treat a malignant gastroduodenal stenosis. According to the article, patient #2 required a biliary stent after insertion of the duodenal stent as a result of subsequent tumor progression and jaundice. The biliary stent was implanted transhepatically without any complications.